Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative reported that due to the larger size of the patient, the surgeon was forced to lean on the patient in order to place screws during the procedure. The pressure applied by the surgeon resulted in the reference frame movement and subsequent 4mm imprecision.

Event description:
A site representative reported that, while in a cervical spinal fusion, a 4mm inaccuracy was reported following imaging performed by a medtronic imaging system. The navigation system showed the inaccuracy following image acquisition. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacturing date provided.